Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1808214. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-10. Medical device lot #: 1705236p. Medical device expiration date: 2022-04-30. Device manufacture date: 2017-05-19.

Event description:
It was reported that the bd plastipak¿ syringe had elevated silicone oil residues.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided for review by our quality engineer team. Through visual inspection of the sample, signs of excess silicone were not observed. A device history record review was performed on the originally provided lot number(1808214) and no quality issues were found during the production process that could have contributed to the reported incident. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd plastipak¿ syringe had elevated silicone oil residues.

Manufacturer narrative:
Investigation: one photo sample and ten sealed samples were provided for review by our quality engineer team. Through visual inspection of the sample, signs of excess silicone were not observed. A device history record review was performed on the originally provided lot number 1808214 as well as lot 1705236p, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no lubrication defect has been found in samples received, the alleged defect cannot be confirmed.

Event description:
It was reported that the bd plastipak¿ syringe had elevated silicone oil residues.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had elevated silicone oil residues.